Event description:
It was reported that this right ventricular (rv) lead was suspected of a fracture. The rv lead exhibited high out of range impedance measurement and noise. The plan is to revise this lead in the near future. Subsequently, this rv lead was electrically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.